Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The pt was being treated for an anterior repair of pelvic organ prolapse. The product was implanted on (B)(6) 2010. Boston scientific's advantage device was also implanted on this date. There were no complications during the procedure. On a (B)(6) 2010 visit, the pt complained of urinary retention. On a (B)(6) 2010 phone call, the pt complained of rectal pain. On a (B)(6) 2010 visit, the pt complained of rectal pain and was prescribed lortab and stool softener. On (B)(6) 2012, there were no issues reported. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.